Manufacturer narrative:
(B)(6)

Event description:
Per the clinic, the patient experienced a skin reaction with sensation of pain, itching and burning around the implant side. The patient was treated with oral antibiotics (duration and dosage not reported) and the abutment was removed (date not reported).the fixture remains insitu.

Manufacturer narrative:
No additional information as been provided as per the date of this report. This report is filed september 16, 2014. Device analysis report is not available.